Event description:
It was reported that while in storage, the cardiosave intra-aortic balloon pump (iabp) was observed to be leaking helium. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the helium tank in the iabp unit was empty. The stm obtained a helium tank and performed the helium cart and console leak test and no significant leaks were detected. As preventative maintenance (pm) the stm replaced the o-ring on the quick disconnect fitting on the console and lubricated the o-ring with a small amount of high vacuum grease. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that while in storage, the cardiosave intra-aortic balloon pump (iabp) was observed to be leaking helium. There was no patient involved and no adverse event was reported.